Manufacturer narrative:
Relevant tests/laboratory data; and serial number, lot number, expiration date, and UDI; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
Information was received from the patient's neurologist stating the patient has a chronic lung disease, and that the collapsed lung was not believed to be related to vns or surgery. Also, information was received from the surgeon who stated no arrhythmia occurred. No additional or relevant information has been received to date.

Event description:
Operative notes were received from the patient's implantation surgery. The notes clarified that the generator's heartbeat detection sensitivity was adjusted intra-operatively to resolve the intermittent heartbeat sensing. Also, an intra-operative impedance value was recorded. No additional or relevant information has been received to date.

Manufacturer narrative:
Unique identifier (UDI) #; corrected data; initial MDR inadvertently listed wrong UDI#.

Event description:
It was reported that during a new patient implant the patient became tachycardic with heart rate 145 bpm and that the generator intermittently sensed the patient's heart rate. After the procedure information was received indicating the anesthesiologist had difficulties maintaining oxygen saturation levels during the surgery and the patient continued to have issues after the surgery. An x-ray was performed and indicated the patient's lungs had collapsed. No x-ray was taken pre-operatively with which to compare the patient's lungs; however, the surgeon indicated this may be related to a pre-existing condition for one of the lungs. The patient's father stated that the patient had a history of low oxygen saturation at night. No additional or relevant information has been received to date.